Manufacturer narrative:
The reported problem was verified/duplicated during lab tests. The failure was located to defective flash memory u39/u40.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer contacted philips and requested a bench repair for their device. The customer stated that the device failed following a software upgrade. There was no reported patient involvement.